Manufacturer narrative:
Evaluation narrative - one service replacement powermax elite motor drive unit, part number 72200616s was received on january 28, 2016 and confirmed to be serial number (B)(4). A visual inspection was performed on the exterior of product and no damage was found. Complaint of overheating was confirmed. Mdu failed for hand piece blade stall error as well as overheating. Cause of errors and overheating is a corroded motor/gearbox. The motor/gearbox was removed from the housing. The gearbox was removed from motor and motor tested good. The gearbox was found to be corroded internally and is the cause of the complaint. Product was shipped to customer as a service replacement on july 25, 2013. The complaint investigation has concluded that this unit has succumbed to expected wear since unit is over 2.5 years old.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the hand control over heated during the procedure. No patient injuries or complications were reported.